Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported via email that it happened from time to time that a haptic got stuck in the plunger and then broke off during implantation and even more frequently that a lens did not come out of the shooter properly despite correct and slow preparation. This meant that the first haptic came out of the shooter twisted doctors have extra work to place the lens correctly. Additional information was requested.